Event description:
While in use during surgery, the securestrap fixation device jammed. A second device was opened to complete procedure. Per response to the hospital, the manufacturer provided a return goods authorization number and product return packaging.